Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss and was treated with topical antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.